Event description:
The subject device was returned to an olympus service center for evaluation with a report that scope error e315 was displayed on the monitor. There was no patient or user injury reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: e315 occurred due to circuit board failure. E315 occurred due to dirt, foreign material adhesion, corrosion, etc. At the connector electrical contacts. E315 occurred due to abnormal continuity caused by internal flooding. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system. Warnings and cautions or precautions. During inspection and testing, service found a leak due to a perforation in the instrument channel (ch-tube). The scope connector had corrosion due to fluid ingress. Due to corrosion of the switch box, switch 1, switch 2, and switch 4, were not working. The operation section demonstrated fluid ingress. The distal end was dirty. The ultrasonic sound line detection was normal. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.